Event description:
Paramedics attempted to administer device defibrillator therapy to the pt. Reportedly, the device prompted 'attach paddles' and could not be used to treat the pt. The pt rhythm degraded to asystole en-route to the hosp. The pt was not resuscitated. There was report of an association between the reported event and the pt outcome.